Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999 the patient underwent a primary left l4-l5 spinal root decompression. Three weeks later, the patient presented with "post-op wound dehiscence". The investigator noted the event as moderate in intensity. The physician prescribed hospitalization and antibiotics with dressing changes for approximately two weeks. The condition was reported resolved with treatment in 05/99. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted the illness being treated and intercurrent illness (morbid obesity and diabetes) as possible causes for the event.